Manufacturer narrative:
A partial sample was received for evaluation. A connector was received attached to a tube; the rest of the cassette was not provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed, and no issues or leaks were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the connection of the cassette to a baxter solution bag. The event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.